Event description:
Customer stated he called monday because the device was giving a no delivery. Customer stated he changed out the entire set because he thought the infusion set might be kinked and the following day the customer was hospitalized for high blood glucose over 600 mg/dl. Customer stated probably the bent cannulas were what let to the diabetics ketoacidosis. Customer was wearing the device at the time of hospitalization. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.